Event description:
A malfunction was reported on the pump, indicated by a malfunction code on the device. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccur.